Manufacturer narrative:
Date sent to the FDA: 08/13/2021.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent partial removal surgery and recurrent hernia repair surgery on (B)(6) 2015 during which the surgeon noted scarring of the abdominal cavity from the old mesh and fairly large recurrent hernia sac. It was reported that the patient experienced and continues to experience severe pain, inflammation and discomfort. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 2/10/2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.